Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarm which was not reproduced during evaluation. A review of the event history log identified upstream occlusion alarm. The cause was determined to be the ultrasonic readings to be out of specification. The ultrasonic sensor were calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion alarms. There was no patient involvement. No additional information is available.